Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed pump reboots. The battery compartment was observed to be cracked with evidence of corrosion inside. There was no visible damage found to the battery cap, and the cap was able to fully secure onto the pump. The battery cap contact measured within specifications. The pump powered on normally, and was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test failed due to a battery compartment leak. The pump was opened and no moisture damage was found to the internal components of the pump.